Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site the pod's cannula was found bent. In addition the patient reports the pod was leaking during wear. As treatment, the patient administered a manual shot of insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.b5 - describe event or problem : changed from: it was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site the pod's cannula was found bent. In addition the patient reports the pod was leaking during wear. As treatment, the patient administered a manual shot of insulin. Changed to: it was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site the pod's cannula was found bent. In addition, the patient reports the pod was leaking during wear and the patient was unsure if the cannula had properly inserted at the pod infusion site. As treatment, the patient administered a manual shot of insulin. H10 - addtl mfg narrative : changed from according to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Changed to: according to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. H6 - adverse event problem ¿ medical device problem code -additional code added code a150206

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site the pod's cannula was found bent. In addition, the patient reports the pod was leaking during wear and the patient was unsure if the cannula had properly inserted at the pod infusion site. As treatment, the patient administered a manual shot of insulin.